Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was missing its keyboard and it was replaced. Analysis also found that there was no keyboard slide cover, that both keyboard hinges were cracked, that the electrocardiogram connector on the link electronic module board was loose, that the printer keypad speed switches were intermittent and that there were bad sectors in the hard drive that failed functional testing. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the programmer had a missing keyboard and programmer head. It was requested that it receive an evaluation. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.